Event description:
It was reported that during a breast biopsy procedure, after opening the package, the surgeon found the plastic flexible introducer broken. Another like device was used to complete the case. There were no adverse consequences to the patient.